Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia (pmt) which was properly terminated by algorithm in one instance but not another. The technical consultant stated that it appeared to be loss of atrial capture that started the pmt, and that in the terminated pmt instance, the atrial rate was shorter allowing the retrograde conduction to be tracked. This did not occur in the other instance. The device and lead remain in use. No patient complications have been reported as a result of this event.